Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post implant device check, undersensing and a drop in r-wave amplitude was noted on the right ventricular lead. It was suspected that the varying amplitudes were due to an unstable lead position. The device was programmed to unipolar settings. The patient was stable and would continue to be monitored.